Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sionblue. Stent: 3.5mm resolute. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous and restenosed proximal left anterior descending artery with 99% stenosis. A 3.0 x 15 mm nc tenku was used to treat the restenosis and a 3.5 mm non-abbott stent was deployed. The guide wire was reinserted into the left circumflex artery and an nc trek balloon catheter was being advanced to the lcx for kissing balloon technique but it could not cross through the stent struts of the previously placed non-abbott stent. Using anchoring balloon technique with the stent delivery system balloon, a 3.5 x 15 mm nc tenku balloon catheter was advanced to the lesion in the lcx, but the balloon ruptured during the first inflation at 10 atmospheres. A new tenku nc balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported material rupture was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).